Event description:
Sub-potency of epidural bupivacaine during c-section in two patients this day. Per anesthesiologist, patient was easy, clear csf (cerebrospinal fluid), easy administration of spinal medications. Pt complained about extreme pressure and some pain. More uncomfortable than normal; required 100 mcg IV fentanyl as supplemental medication in two divided doses during the procedure. It did not dawn on anesthesiologist until the next pt had similar response that something might be a miss with the product. The 2 ml bupivacaine 0.75% ampule is in the spinal needle tray. No lot number/expiration date found for this event; it had already been discarded and trash removed. Reference report: mw5148622.